Event description:
It was reported by a customer in (B)(6) that, during pt use, the ht70 ventilator generated a backup battery error alarm. The alarm was silenced, and it did not happen again. Although the unit did not stop cycling, the pt was transferred to another ventilator. There was no reported pt injury.

Manufacturer narrative:
The eval and repair of this ventilator have not yet begun. Covidien reference # (B)(4).